Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: review of the black box and alarm history revealed record of a call service alarm on (B)(4) 2014. On testing, the pump was exercised without call service alarm or other alarms or warnings occurring. The reported issue was not duplicated. Unrelated to the original complaint, the display was noted to be dim.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted call service alarm 3 or more times within a 30-day period. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.